Event description:
It was reported that this implantable pacemaker had a stored atrial tachy response (atr) episode showing visible noise with over-sensing on this right atrial (ra) lead only. At this time, the device and this ra lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).